Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue: the battery cap is stuck. The threads on the cap are peeling on the battery cap and no battery 'power' is left. The battery cap was last replaced in 2012. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the battery compartment threads are strippped/damaged. Returned battery cap not able to maintain connection with pump, but had no damage to the battery cap and all dimensions were within specifcation. Battery cap is not stuck on pump. Test cap used for investigation. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).